Event description:
Device 2 of 2: reference MFR report# 1627487-2019-03037. It was reported that the patient experienced ineffective therapy since implant. As a result, surgical intervention was undertaken wherein the system was explanted.